Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient's demographics requested, but was not provided.

Event description:
It was reported that, at the end of a medication delivery, the rn noticed that there was some build up air pocket and the pump failed to alarm for air in line. There was no patient harm.